Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode several times due to inaccurate sensor glucose reading. The blood glucose reading was 350 mg/dl, compared with the sensor glucose reading of 89 mg/dl. The customer also had a high blood glucose level of 450 mg/dl. The customer reported a no delivery alarm. The customer stated that he was lucky because his father was an endocrinologist, and so he was able to talk to his father about how to treat, instead of going to the emergency room. The customer was advised that the sensor would be replaced, and to return their sensor back for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and found cannula retracted inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returned opened/used.